Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Insulin pump¿s history and trace files downloaded successfully using thus software. Insulin pump passed rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No replace battery alert or replace battery now alarm noted during testing or in the pump trace download. No failed battery test alerts noted when inserting a new battery or during testing. However, moisture damage noted at pcb 1. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump failed battery alarm. Customer stated battery died during the night and after changing the battery and stuck in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.